Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, a wire on the pk dissecting forceps instrument was in a loop near the tip. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one conductor wire was broken at the yaw pulley exit. The conductor wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis investigation also found that the yaw pulley was broken and missing a piece near the conductor wire break, allowing the grip to move within the pulley and have a larger range of motion in yaw. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken yaw pulley with missing material, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.